Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the left ventricular (lv) lead had unsuitable electrical parameters. The lead was ultimately placed and remains in use. No patient complications have been reported as a result of this event.